Manufacturer narrative:
(B)(4). The complaint mr290 humidification chambers are currently en route to fisher & paykel healthcare new zealand. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported, via a fisher & paykel healthcare (f&p) field representative, that two mr290v vented autofeed humidification chambers had crack at the bottom of the chamber. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chambers were returned to fisher & paykel healthcare in new zealand where they were visually inspected. Results: for device 1, visual inspection revealed a horizontal crack line on the lower part of the dome. For device 2, visual inspection revealed a hole on the base and brown colored stain in the chamber dome. Conclusion: with the information available, we are unable to determine what may have caused the reported event. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. Also, the pressure test is followed by a visual inspection of each chamber. The subject mr290v chambers would have met the required specification at the time of production. The user instructions that accompany the mr290v vented autofeed "humification" chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Set appropriate ventilator alarm." "Perform pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A healthcare facility in sweden reported, via a fisher & paykel healthcare (f&p) field representative, that two mr290v vented autofeed humidification chambers had crack at the bottom of the chamber. There was no patient involvement.